Event description:
It was reported that patient underwent a peritrochanteric nail procedure on (B)(6) 2014 to address a fracture. Subsequently, a revision procedure was performed on (B)(6) 2015 due to non-healing fracture. All components were removed and a total hip was implanted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "inadequate healing."